Manufacturer narrative:
From the information reviewed, it was confirmed that no manufacturing issue had occurred. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The distal femoral jig broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.